Event description:
It was reported that the day following implant, the patient experienced muscular twitching during atrial pacing. An increase of the right ventricular (rv) pacing threshold measurements was also noted. The associated device was reprogramed, and this rv lead exhibited loss of capture. As such, dislodgement of both leads was suspected. A revision procedure was performed and both leads were repositioned and remain in service. No additional adverse effects were reported.

Event description:
It was reported that the day following implant, the patient experienced muscular twitching during atrial pacing. An increase of the right ventricular (rv) pacing threshold measurements was also noted. The associated device was reprogramed, and this rv lead exhibited loss of capture. As such, dislodgement of both leads was suspected. A revision procedure was performed and both leads were repositioned and remain in service. No additional adverse effects were reported.